Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant result on a pt of 0.21 ng/ml. Date: (B)(6) 2011 I-stat: time: 8:30, result (ng/ml): 0.04 (sample#1). 10:30, 0.21, (sample#2). 13:51, 0.07 (sample#2). Vitros: 11:11, 0.03 (sample# unk). The suspected discrepant results were released to a physician or caregiver. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s food & drug administration.